Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure six resolute onyx des were implanted in the cx. 3 days post index procedure, cerebrovascular accident (cva/stroke) was reported. The investigator assessed the event as not related to the index device or antiplatelet medication. Sponsor assessed the event as not related to the index device or antiplatelet medication. The event is continuing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.